Manufacturer narrative:
The catalog number is unknown, if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, a failed removal due to clots and thrombosis. As a direct and proximate result, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has-suffered and will continue to suffer significant medical expenses, pain and suffering; and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the placement of the ivc filter. Blood clots and thrombosis do not represent a device malfunction. Placement of a vena cava filter is not a cure for nor does it prevent the formation of clots (thrombosis). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, a failed removal due to clots and thrombosis. As a direct and proximate result, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has-suffered and will continue to suffer significant medical expenses, pain and suffering; and other damages.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, a failed removal due to clots and thrombosis. As a direct and proximate result, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has-suffered and will continue to suffer significant medical expenses, pain and suffering; and other damages. The following additional information was received per the patient¿s medical records: the patient had sustained multiple injuries from a severe motor vehicle accident. The injuries included a dislocated ankle and flail chest. The filter was implanted for prophylaxis. Subsequent ultrasound examinations confirmed deep vein thrombosis in the left lower extremity and left upper extremity. The patient underwent an unsuccessful percutaneous removal attempt 12 days after implant. Radiographic findings showed a large amount of thrombus inside of the filter as well as a large amount of thrombus below the filter. The thrombus was non-occlusive. There was good flow in the ivc surrounding the filter. The filter could not be immediately removed due to a large amount of trapped thrombus. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc, and device is unable to be retrieved. The patient also reports suffering from major clotting issues, lack of blood flow, and major swelling all below the waist. The patient believes that the multiple knee surgeries that resulted in infection and eventual amputation was due to lack of blood flow to affected joint. The patient reports left knee amputation and lack of blood flow in remaining leg.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and was unable to be retrieved due to clots and thrombosis. The patient also reports experiencing major clotting issues, lack of blood flow, and major swelling all below the waist. The patient believes that the multiple knee surgeries that resulted in infection and eventual amputation was due to lack of blood flow to the affected joint. The patient reports left knee amputation and lack of blood flow in remaining leg. According to the medical records the filter was implanted prophylactically for multiple injuries sustained in a motor vehicle accident. The injuries included a dislocated ankle and flail chest. Subsequent ultrasound examinations confirmed deep vein thrombosis in the left lower extremity and left upper extremity. As the patient had recovered to the point that full intravenous anticoagulation was possible, an attempt was made to retrieve the filter, twelve days post implant. A venogram was performed during the procedure and showed a large amount of non-occlusive thrombus trapped within the filter and below it, as such the filter was not removed. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the ivc related to clotting do not represent a device malfunction. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the legs. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.